Event description:
On 01-apr-2026, it was reported by an arthrex employee via phone that an ar-2323pslc suture anchor, peek swivelock's anchors threads did not engage properly, they deteriorated upon insertion into the anterior tibia while in use with #2 fiberwire. This was discovered during an acl reconstruction using hamstring autograft tendon with internal brace with no patient harm reported. The case was completed with another ar-2323pslc of the same lot.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual inspection of the noted that the threads of the anchor returned, of the suture anchor, peek swivelock® c, 5.5 mm x 19.1 mm, closed eyelet, was warped. Functional testing was not performed due to the damage to the device. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. Per dfu-0087-eo corkscrew®, pushlock®, and swivelock® suture anchors. G. Precautions - 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket.